Event description:
Patient reports nebulization machine is not working properly. Unknown what type of defect machine has as no specifics were provided. Unknown if md is aware. No further information provided. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Diagnosis for use: chronic obstructive pulmonary disease.